Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The pd nurse reported the breach in aseptic technique was hospital acquired and was further described as the hospital did not follow protocol. The reason for hospitalization was unknown. The patient received unknown antibiotics as treatment for the event. Action taken with therapy was not reported. The patient was recovered from the event of peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.